Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for alleged no delivery, unresponsive keypad and cosmetic damage located at the battery tube found on september 09, 2022. Insulin pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Insulin pump passed the keypad voltage test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Insulin pump successfully downloaded to thus. Confirmed insulin flow blocked alarm on september 03, 2022 at 22:53:23 during bolus in the insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. In summary, customers alleged no delivery was not confirmed during testing. Insulin pump passed full dry test. No unexpected insulin flow blocked alarms noted in insulin pump history download. No anomalies noted on electronic/motor assemblies. Cosmetic damage at battery tube was not confirmed, however, other cosmetic damage was noted. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block alarm. Customer stated that the insulin pump had cracked battery case and the keys were sticky. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for the analysis.